Event description:
Healthcare professional (hcp) later reported "symptoms improved considerably after the last use of hyaluronidase. The antibiotics have been stopped. Currently, there is still slight edema and some swelling. We are observing to assess the need for further use of hyaluronan. But I'd say it's improved by about 80%."

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿c6 of the mdcodes¿ with 0.5ml on the right and 0.5ml on the left of juvéderm® voluma¿ with lidocaine. The patient was also injected in the ¿c1 and c2 of bilateral md codes¿ with ¿c1 0.3ml bilateral and c2 0.2ml bilateral¿ of juvéderm® volux¿. Approximately one week later the patient experienced ¿inflammation and pain in the application site.¿ the patient additionally experienced edema, redness, and pain¿. The patient also had spontaneous drainage of a ¿pyosanguinous secretion.¿ three days later the patient was treated with ¿clavulin, predsin and local heat¿. There was an initial improvement, but then it got worse again with a return of purulent secretion. After discussion with the infectious disease specialist, the hcp changed the antibiotic to ciprofloxacin and clindamycin, and the infection improved. The next day the purulent secretion was drained and two days later again. Three days after the patient was also treated with hyaluronidase, with immediate partial improvement. Two days later the patient was treated again with hyaluronidase and two days later again. One week later ¿there was a significant improvement in the edema, pain and induration.¿ four days later the symptoms got worse again. Three days later the patient was treated again with hyaluronidase ¿with an apparent reduction in the product.¿ that same day the patient had a blood count and c-reactive protein were taken at two different times and were within normal limits. Waiting for the results of the culture of the secretion taken from the site on the same day. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier cn-113490 (emdr-45704). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.